Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their bottom aligner is cutting their gums causing them to bleed and difficulty eating. Provided education on wearing aligners all day, comfort tips and requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.